Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had sticky buttons and squirted insulin while priming. The customer¿s blood glucose level was unknown. Customer also reported that the insulin pump had crack on the right side of the screen. The insulin pump gives unexplained no delivery alarms, and also rejects new batteries. Customer declined loaner at that time. The troubleshooting was not performed. The insulin pump will not be returned for analysis.